Event description:
Patient taking coumadin, aspirin and plavix as instructed. Inrs within therapeutic range. Pt contacted lvad office with complaints of alarms and dark urine. Pt instructed to come for hospital admission. On (B)(6) 2017 patient admitted with increased ldh (1007), increased flows and powers. Heparin started. Pt began having controller fault alarms. Controller changed. Pump stop alarms began until pump completely seized and was turned off. Return of lvad function was attempted and failed. On (B)(6) 2017 lvad removed with clot visualized.